Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an EKG, the provider placed an electrode directly over the implantable neurostimulator (ins), causing the device to turn off, according to the patient representative. Despite advising the healthcare provider to avoid placing it over the ins, the patient subsequently experienced dizziness, headaches, and tremors due to the accidental shut-off. The patient representative called because the patient's device remained off, causing severe shaking, and they wanted to reactivate the therapy. The patient app repeatedly displayed "not found communicator." Technical support walked the caller through multiple communicator resets, closing the application, and powering off the phone, but these steps were unsuccessful. Upon checking the app's "about" section, it was discovered that the communicator in hand did not match the one listed in the app. Technical support instructed the caller to remove the listed communicator and re-pair the communicator in hand. This process required two attempts but was ultimately successful, resolving the issue.